Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support worked with customer to remove the off feature on the display. Customer was satisfied and device is working normal. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was having a notification on the display that read high f off during use on a patient on the lap top ventilator 1150. At this time, there is no information regarding patient harm associated with the reported event.